Manufacturer narrative:
Magellan diagnostics performed a review of complaint investigations from 2024. This complaint was not associated with an adverse event and was initially determined to be not reportable. This complaint was selected for reporting under the medwatch program after a conservative re-review of the complaint information with a bias toward reporting incidents that have any potential for any injury, serious or otherwise.

Event description:
A falsely suppressed patient result was reported to magellan technical services (ts). Customer reported a patient sample result on the leadcare® ii blood lead testing system as 3.4 g/dl. This patient was sent for reference testing. The venous test result was 5.9 g/dl. As part of the intake, ts collected information pertaining the sample collection technique used by the customer to collect the capillary blood sample, and the steps used to run the leadcare® ii test. Customer indicated preparing patient hands by wiping with alcohol pads or washing with warm soapy water, lancing the collection site, and wiping the first drop of blood away by touching skin. In regard to running the test, customer reported filling capillary tube to black line with no air bubbles, and immediately dispensing the contents into treatment reagent tube with plunger. Customer also reported using the capillary tube to stir the sample, then using dropper provided in kit to dispense sample onto "x" of sensor. Ts instructed customer on the cdc guidelines for capillary blood collection and supplied customer with a copy of the capillary collection video issued by cdc for their convenience. Additional attempts were made by ts to collect the test kit lot#, date of patfn test, and control values from the customer to no avail. This complaint was initially deemed non-reportable because the suppressed test result could not be replicated, making it impossible to identify any issues with the leadcare® ii analyzer or test kit. Additionally, the user did not follow key instructions: they failed to wash the patient's hands with soap and water and let them air dry without contact with any surfaces before collecting the blood sample, as per cdc recommendations. Furthermore, the user did not follow leadcare® ii blood lead test kit instructions for use by not wiping outside of capillary tube as indicated in the leadcare® ii blood lead analyzer user's guide on page 12 in the "precautions when preparing samples" section, and by not mixing treatment reagent tube by inverting 8-10 times as indicated in the leadcare ii blood lead test kit product insert in the "blood test procedure" section, step 4.